Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis and acute renal failure. The customer's blood glucose reading was over 400 mg/dl at the time of the event. Troubleshooting was performed. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.